Event description:
It was reported that during follow-up, noise was observed. Externalized conductors were noted under fluoroscopy. The lead was explanted and replaced during device changeout for normal eri. The patient was discharged the following day and will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 16.0-16.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 6.9-8.9cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted at 15.4-16.2cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.6-4.8cm, 5.0-5.1cm, 6.2-6.3cm, 6.4-6.5cm, and 6.6-6.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.6-24.7cm, 25.2-25.3cm, 25.3-25.4cm, 25.5-25.6cm, 25.7-25.8cm, 26.1-26.2cm, and 26.4-26.5cm. The etfe coating was intact at these locations. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.4-8.6cm from the distal tip, the inner coil was exposed at this location. Internal insulation abrasion under the rv shock coil was noted at 6.8-6.9cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of noise.